Event description:
It was reported that the patient experienced a loss of therapeutic effect. Patient fell more than once and felt increased pain in her lower back. The patient also reported she fell on the same side the implant was located. Patient's status was unavailable at the time of this report. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).